Event description:
Customer's wife reported the following accu-chek results, insulin administrations: 6:20 am - 107 mg/dl 7:15 am - normal 16 units of lantus 5:32 pm, following hemodialysis, 431 mg/dl- customer ate, took 10 units novolog 9:30 pm 515 mg/dl, customer ate, took 15 units novolog 11:46, appeared confused and frustrated, result was hi, which indicated a result greater than 600 mg/dl, took 10 units novolog customer began twitching in bed, had a seizure at midnight, wife called 911. 12:10 am professional system result was 69 mg/dl. Customer was treated with dextrose IV. Professional system result 15 minutes later was 93 mg/dl. Customer declined transport to hospital, was able to eat at 12:45 am. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.